Event description:
Immediately following the successful coil embolization of an anterior communicating artery aneurysm, the patient suffered a transient ischemic attack (tia). The patient awoke from the anesthesia with slight weakness of the left arm and leg. 300mg of aspirin were given to treat the tia. There was no thrombus observed during or after the procedure. The tia was reported to be resolved the same day with no residual effect.

Manufacturer narrative:
Conclusion: anticipated procedural complication.the device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication

Event description:
Immediately following the successful coil embolization of an anterior communicating artery aneurysm, the patient suffered a transient ischemic attack (tia). The patient awoke from the anesthesia with slight weakness of the left arm and leg. Given 300mg of aspirin to treat the tia. There was no thrombus observed during or after the procedure. The tia was reported to be resolved the same day with no residual effect.